Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from (B)(6) of peritonitis in a subject coincident with extraneal viaflex, physioneal unspecified product, and nutrineal pd4 unknown bag therapies for peritoneal dialysis (pd) for end stage renal failure. On (B)(6) 2011 at 1600, the subject received nutrineal pd4 unknown bag 2 l ip with a total dwell time of six hours. On (B)(6) 2011, the subject experienced abdominal pain and a cloudy dialysis bag and was hospitalized. Upon examination, the subject had a temperature of 37.1 degrees celsius, blood pressure of 140/70 mmhg, pulse of 81 beats per minute (bpm), oxygen saturation of 95% on air, and jugular venous pressure (jvp) of +3 cm. The subject was also noted to have abdominal tenderness with guarding. On (B)(6) 2011, the subject was diagnosed with peritonitis. On (B)(6) 2011, the subject received treatment with gentamycin 60 mg ip once, kefzol 1.5 gm ip once, oxynorm 5 mg oral every two hours, and paracetamol 1 gm oral four times per day and the subject's abdominal pain improved. The peritonitis was ongoing and improved. The subject remained hospitalized and treatment with oxynorm and paracetamol were ongoing. Extraneal, physioneal, and nutrineal were continued at the same dose. The investigator believed the peritonitis to be moderate in severity and unrelated to study product, trial procedure, and pd therapy.